Manufacturer narrative:
Weight: (B)(6).

Event description:
Same procedure as 2134265-2018-60934. It was reported cardiac tamponade occurred. An intellamap orion mapping catheter and intellatip mifi oi ablation catheter were selected for use during an atrial fibrillation ablation procedure. After isolation of both pulmonary veins, atrial tachycardia of the right atrium occurred and mapping was completed. When ablation was started, blood pressure decreased due to cardiac tamponade. Three hundred cc of blood were drained. After the bleeding was successfully stopped, ablation was completed successfully without issue. It was not determined which catheter the event was related to; the physician believed the tamponade was due to left atrial damage during ablation or during brockenbrough. There had been no resistance while maneuvering the catheter and there were no device issues during the procedure. The patient was stable with a good outcome.

Manufacturer narrative:
Weight: (B)(6).

Event description:
Same procedure as 2134265-2018-60934. It was reported cardiac tamponade occurred. An intellamap orion mapping catheter and intellatip mifi oi ablation catheter were selected for use during an atrial fibrillation ablation procedure. After isolation of both pulmonary veins, atrial tachycardia of the right atrium occurred and mapping was completed. When ablation was started, blood pressure decreased due to cardiac tamponade. Three hundred cc of blood were drained. After the bleeding was successfully stopped, ablation was completed successfully without issue. It was not determined which catheter the event was related to; the physician believed the tamponade was due to left atrial damage during ablation or during brockenbrough. There had been no resistance while maneuvering the catheter and there were no device issues during the procedure. The patient was stable with a good outcome. The device was received for analysis. Tip motion was evaluated; both the right and left curves passed the test. Continuity checks revealed no electrical opens or shorts. All electrodes, sensor, and thermocouple resistance measurements were within specification. The steering knob and tension control knob functioned properly in both the lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was verified; no error codes, warnings or alarms occurred and the device was found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.